Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from july 22, 2019 - july 23, 2019. H10: the actual device was evaluated. A visual inspection performed using the naked eye found the fill port cap missing from the device. The sample was returned in a plastic bag, not the original packaging. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was missing the filling port cap. This was observed when removing the device from the package. There was no patient involvement. No additional information is available.